Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. In addition, the rv lead thresholds had increased. Subsequently, a revision procedure was performed. The rv lead and ra lead were explanted and replaced. No additional adverse patient effects were reported.